Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating prior to use a cadd cassette reservoir exhibited an air pocket the size of a quarter inside the bladder of the cassette. It was reported no leaking was observed and no air was noted, however air was detected in the line after several days in use. No adverse patient effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. Two pictures were attached and reviewed. Picture one show a photo to a screen with a cassette product and two show a photo to a screen with 100 milliliter (ml) cassette product connected to a pump. By pictures reviewed, complaint was not confirmed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information received via email and attached on 17-mar-22: event details provided.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached on 17-mar-22: event details provided: reported product fault occur while the device was in use with a patient. No clinical outcome was reported. H6: event problem and evaluation codes: updated.